Manufacturer narrative:
The purpose of this investigation is to evaluate the reported issue of cap loosening. Visual and functional inspection was unable to be completed because the part was not returned and no images were provided. Based on the details provided, a t8-pelvis posterior fusion was completed on an unknown date with creo implants. On (B)(6) 2025, a revision surgery was completed because the locking cap came out of the iliac bolt that was connected to an accessory rod. The two primary rods were also fractured. During the revision surgery, the primary rods were replaced, the loosened locking cap was replaced, 4 screws were replaced with larger diameter screws, and 3 interbody cages were implanted. Due to the inability to replicate surgical conditions and the forces experienced post-op, the exact cause of the failure cannot be determined. The calculated observed risk level matches the expected risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required.

Event description:
It was reported that the surgeon revised a t8-pelvis on (B)(6) 2025 in which a set cap came out of the iliac bolt that was connected to an accessory rod. The main rods of the construct fractured and a revision was required. The surgeon added 3 tlifs during the revision and replaced the main rods and accessory rods. He also upsized 4x screws of the original construct due to haloing of the bone around the screws.